Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the pt suffered symptoms and damage to his body including but not limited to constant and severe pain in his right thigh, hip-joint and groin, popping and clicking sensation when walking and when going to and from a sitting position, metallosis damaging the bone and tissue surrounding the implant, other infection and inflammation of surrounding bone and tissue, inability to walk more than a couple of blocks without extreme pain, a lack of mobility, and chromium and cobalt metal toxicity.